Event description:
Four pts in the past two weeks have developed descemet's membrane detachment with a common factor being the same type of phaco tip used in each surgical procedure. This is a new use item, having just purchased a newer model phaco machine.